Event description:
It was reported that during an unk procedure, the blade would not completely retract. The case was complete with the device. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results confirmed that only the d5lt obturator was received. It was evaluated with the skin test and the shield permitted the exposing of the knife and returned to safe position as intended; no anomalies were noted. The device was conforming according to mfg specifications. However, it could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the mfg process.